Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl. A small air bubble was observed in the luer lock. A fill tubing test was performed and insulin was observed exiting the tubing. The contact did not have the pump at the time of the report and tandem customer technical support (cts) instructed the contact as how to remove the air bubble. The contact declined cts's offer to follow up.